Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2254241. Medical device expiration date: 12/31/2013. Device manufacture date: 09/10/2012. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had issues with tubes not having adequate vacuum to collect the correct sample size.